Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, brown particles, wear abrasion. A microscopic analysis was performed which identify crease sharp on radius. Based on the device analysis the final assessment is: a crease sharp on radius side due to fold flaw opening.

Event description:
Healthcare professional reported unspecified side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unspecified side rupture. The device has been explanted.